Manufacturer narrative:
To date, information suggests that this ra lead remains actively in service, along with the rest of the device system. As no further information concerning this report is expected, investigation is considered complete. This report will be updated should further information be provided.

Event description:
Boston scientific received information that this transvenous right atrial (ra) lead did exhibit a gradual increase in impedance measurement, most recently greater than 2,000 ohms. This lead had been implanted more than nine years prior. There were no adverse patient effects associated with this clinical observation. There were no allegations against the associated medical device. All other lead measurements were noted within normal limits.